Manufacturer narrative:
G4: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. Under PMA/510(k) number: k133890. Summary of investigation: there are no previous complaints of this code-batch. We manufactured 2,304 units of this code-batch. There are 144 units in stock. We have received 8 closed samples and 2 used sutures without pack showing thread splitting. To evaluate the conformity of these units, we performed the following tests: - knot pull tensile strength results conducted on the all-closed samples received are 0.37 kgf in average and 0.31 in minimum and fulfil the european pharmacopoeia (ep) requirements (ep requirements: 0.15 kgf in average and 0.06 kgf in minimum). We have not found splitting on thread surface on the closed samples received before and after performing this test. - sewing test on artificial skin tissue has been conducted with 3 closed samples and fraying/splitting does not appear when pulling the thread through the tissue. Visual appearance is the usual one. According to the results of the tests realized to the closed samples received from the customer and the batch manufacturing record review, the product complies with our specifications; therefore, we do not see any manufacturing fault or material defect that could have caused the incidence. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed samples received comply usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the closed samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed samples received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with optilene suture. The client reported that during a carotid surgery, the complained optilene 6/0 suture frayed while stitching the vessel patch, necessitating the use of a second new suture, which also frayed. The surgery could only be completed using a competitor's suture (prolene, which was routinely used before switching to b. Braun products). This not only resulted in an extended surgery duration but also posed a potential risk to the patient! No further information has been received.